Event description:
During an ablation procedure, it was reported that cooling began and confirmed cool pixels appearing in thermal mask. User began firing the laser at the workstation, and after the clinical specialist saw no change in thermal mask after several measurements, the clinical specialist asked to user to stop firing. Upon inspection of laser at back of bore, an odor of smoke was immediately detected, and a charred point on the laser umbilicals was found. Laser was replaced and ablation resumed. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Break in probe laser fiber identified during inspection activities on (B)(6) 2021. (B)(6) 2021 is when information became available to meet the MDR reportability criteria and is therefore considered the reportability decision date. The DHR for this lot was reviewed and it was found that all probes in the lot passed all laser tests prior to release. The neuroblate system insturctions for use, revision b (current) contains laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" "to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." No harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.